Manufacturer narrative:
Additional information: h7 and h9. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. The event history log was reviewed which showed an infusion of nacl was identified at 999 ml/hour which ran for approximately 15 minutes. Secondary infusions did occur on this date prior to the reported infusion. The device also had a standby complete alert on this date. There were no downstream occlusion, upstream occlusion, or air in line alarms observed on or around this date. The device was not returned; therefore, a comprehensive device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient became tachycardic due to a novum iq failure to infuse. A neuro intensive care patient had a novum pump programmed to infuse ¿1.5% nacl 3%¿ 250ml bag at 1000ml/hour (to infuse over 15 minutes). The nurse returned 15 minutes later, and the pump showed the infusion was complete; however, the bag remained full indicating the solution had not been infused. The nurse obtained a different pump. There was no change in the patient¿s condition at the time of this report. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.